Manufacturer narrative:
(B)(4). Implanted date: approximately 1991 concomitant medical products: item# unknown unknown liner lot# unknown, item# unknown unknown stem lot# unknown, item# unknown competitor's cup lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent hip revision surgery due to pain. A biomet head was revised and a competitor's cup approximately 28 years after initial implantation. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The reported products were reviewed for compatibility and it was determined that the following implants are not compatible : biomet head and stryker cup. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.